Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the patient details not showing on one station. A customer informed to technical support specialist (tss) that issue was resolved by interface team but do the check. Tss dialed into the server and confirmed that all services were running as expected. Tss also checked the interface messages from their end, and they appeared current. Additionally, tss reviewed the patient cast for the affected patient and found that the patient had already been discharged. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient details were not showing on station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.